Event description:
It was reported that this right atrial lead exhibited undersensing. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that low amplitude and farfield oversensing was observed. The device was reprogrammed. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field h6: device codes.

Event description:
It was reported that this right atrial lead exhibited undersensing. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial lead exhibited undersensing. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that low amplitude and farfield oversensing was observed. The device was reprogrammed. No further adverse patient effects were reported.